Event description:
Eclipse homepump filled with ceftriaxone 2 grams/0.9% sodium chloride 100 ml, lot #0202561770 leaked into shipment box due to the tubing having broken off at the insertion point into the ball.